Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rezd0413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported rupture of the catheter with no apparent cause. It was stated the standard protocol of handling was followed. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken per-q-cath catheter was confirmed and the cause appeared to be use-related.the product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed. The catheter was received in two segments which shared a complete break within the molded joint region. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the break site revealed a coarsely granular break surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the break. The break characteristics, tensile weakness, necking and discoloration were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access/de-access technique may have contributed.

Event description:
It was reported rupture of the catheter with no apparent cause. It was stated the standard protocol of handling was followed. No other information was provided.